Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 61mg/dl. Cause was not known. Customer was treated with intravenous fluids of zosran to address the bg. Customer was discharged from the ER the next day with the issue resolved and no permanent damage.